Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote nc balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Magnified inspection identified a 7.5mm longitudinal tear 5.5mm from the distal tip. No other damage or irregularities were noted to the balloon. Microscopic examination presented no irregularities that could have contributed to the damage to the markerbands. No proximal weld damage was found to the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery below the knee. After advancement of a non bsc introducer sheath and a non bsc guidewire, a 3.0mmx20mmx143cm nc quantum apex¿ balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured at 20 atmospheres within a duration of 30 seconds. The device was removed without any segment of the balloon left inside the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery below the knee. After advancement of a non bsc introducer sheath and a non bsc guidewire, a 3.0mmx20mmx143cm nc quantum apex balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured at 20 atmospheres within a duration of 30 seconds. The device was removed without any segment of the balloon left inside the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was good.